Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance. During testing, the purge motor did not achieve the minimum specified torque of 22 in/oz. It was reported that the stepper motor reset its position at 18 in/oz, followed by 12 in/oz and 6 in/oz, and then stopped. After the aic was rebooted, the condition no longer persisted and the torque measured above the minimum specification. During additional preventive maintenance checks, the optical lamp system timer was reviewed and initially showed approximately 31 hours. Later, while exiting the system information screen, it was observed that the system timers had reset. Troubleshooting was performed, including replacement of both compactflash cards and attempted software reinstallation. Software installation failed following replacement of the compactflash cards. Two additional sets of new compactflash cards were installed, and software installation failed in each case. Three different software usb devices were also used, and all software installation attempts were unsuccessful. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.